Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss when trying to move a transport monitor from the emergency department to (B)(4). This event was due to a bedside monitor (bsm) takeover. Rebooting the bedside monitor (bsm) that was taking over the network resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss when trying to move a transport monitor from the emergency department to (B)(4).